Event description:
In 2009, the pt reported that "over the last few months" her insulin infusion device has been "acting erratically." She stated she is a "brittle" diabetic but she has had abnormal blood glucose readings. She said that 2 weeks ago she had blood glucose readings of 262 mg/dl, 418 mg/dl, 295 mg/dl, 313 mg/dl, and 256 mg/dl. She said she usually runs "a little high" in the low 200's mg/dl but these readings are unusual. She stated she has also experienced "30" incidents of low blood glucose as low as 41 mg/dl with the most recent being this afternoon. She said these happen quickly. Three days prior to report, she was out with her family and she had a "sudden drop" and she then had an emt in front of her. She was taken to the ambulance and treated there with glucose tablets. She stated a couple of months ago the emt came to her home and treated her by giving her glucagon. She said that before she began insulin pump therapy, she went to the emergency room twice due to low blood glucose. She stated, her diabetes educator advised her to switch to her backup infusion device for troubleshooting purposes. Six days later, the pt stated she switched to her backup infusion device and has had 2 days of good readings. She said her blood glucose readings have improved dramatically while on her backup device. Product was replaced and requested to be returned for eval.